Event description:
Nurse was preparing to access a port when the power injection infusion set fell apart. The tubing came off at the needle set. The nurse had primed the line with normal saline and was going to access the port. As she picked up the port needle and was about to access the patient, the entire tubing fell into x3 pieces (needle, tubing and clamp). The needle was never inserted into the patient.